Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient experienced a headache with stimulation on at very low amplitudes. The headache reportedly went away when stimulation was turned off. It was noted the manufacturer representative (rep) stated stimulation coverage was suspect, even with some reprogramming. It was reported the patient had to turn stimulation up ¿high¿ to get coverage in his feet, which occurred following a fall. It was reported the patient had a fall in the past couple weeks which resulted in a couple broken ribs. The patient was scheduled for an x-ray of the leads next week to check the location and ¿compare to implant date.¿ the lead was reportedly placed mid t7-t12. Additional information received reported the rep believed the patient had x-rays taken and follow up earlier this week. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's entire system had been explanted. Additional information received reported the patient "did not like the feeling of the stimulation" after they had it implanted for a while. It was reported the device will not be returned to the manufacturer and that the patient outcome was unknown as the manufacturer representative had not since the patient since prior to explant.